Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that during removal of the protective sheath and mandrel, the xience pro stent implant dislodged from the balloon delivery system. The stent remained on the mandrel. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined it is likely that inadvertent user mishandling during removal of the protective sheath contributed to the dislodgement and based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.